Event description:
Through implant patient registry it was learned a 21mm 11500a aortic valve implanted five (5) months, six (6) days, was explanted due to unknown reasons. The explanted device was replaced with a 27mm 11500a aortic valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry and medical records, it was learned a 21mm 11500a aortic valve implanted five (5) months, six (6) days, was explanted due to severe perivalvular leak (pvl). The explanted device was replaced with a 27mm 11500a aortic valve. Patient post-operative status noted as in recovery. Per medical records, patient presented with class IV congestive heart failure secondary to severe perivalvular aortic insufficiency. Multiple attempts were made to fix pvl percutaneously without resolution of the insufficiency. Patient had multiple admission for congestive heart failure and required diuretic therapy continuously. Patient subsequently underwent CT scan which revealed ascending aortic aneurysm. The aortic valve was visualized. There were 2 amplatzer plugs that had been placed in an attempt to close the pvl percutaneously. One was immediately under the right coronary artery and the other was in the noncoronary sinus. There was no evidence of any infection around the valve. The 21mm 11500a aortic valve and 2 amplatzer plugs were removed. A 27mm 11500a aortic valve was implanted. The aorta was reconstructed at the sinotubular junction. The patient was transferred to the intensive care unit in critical, but stable condition. The patient was discharged on pod #5.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.